Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe pump shut off and displayed channel error. The event occurred in the ICU. The medication infusing at the time of the event was heparin in normal saline. Although requested, no additional medication details were provided. There was no patient harm. It is observed that there is iui corrosion. Although requested, no patient details were provided.

Event description:
It was reported that the syringe pump shut off and displayed channel error. The event occurred in the ICU. The medication infusing at the time of the event was heparin in normal saline. There was no patient impact. It was observed that the inter-unit interface (iui) connectors were corroded. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: h.6 device code correction on b.5 ****************************************** the reported complaint of syringe module displaying a channel error was confirmed during a review of the logs, identified as a channel malfunction error 358.2000.0. However, the error event could not e replicated during testing. An external and internal inspection of the customer¿s syringe module exhibited the male iui connector contact pins dull. The female iui cavity on the rear case showed slight amounts of dried fluid ingress. No other obvious issues or anomalies were identified with the source device during the inspection. ¿ based on log analysis results, an infusion of heparin in normal saline 2 units/ml was infusing at a rate of 1ml/hr on (B)(6) 2019 when the channel malfunction (error code 358.2000.0) occurred at 8:41 am. This error was a result of a communication failure produced by the communication safety system during this infusion. ¿ test results from a functional test and asm accuracy performed on the source device, demonstrated the syringe module is in specification and operating as intended. Review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 02dec2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has been returned to service. On (B)(6) 2019, the device was returned to service for broken/damaged parts. The parts replaced were unrelated to the reported incident. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with the source device exhibiting a channel error was a result of a communication failure identified by the communication safety system, logged as error code 358.2000.0. During this type of error event, an infusion will terminate; however, the unit will not shut off as reported on the description of the complaint.